Manufacturer narrative:
The lot number for the complaint product is unknown and the product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined the manufacturer internal reference number is: (B)(4).

Event description:
As reported by a distributor on 07/28/2015, a patient developed a severe eye infection which resulted in a seven day ((B)(6)) hospital stay. Hospital cultures performed on the contact lenses and lens solution used during that time confirmed the growth of fusarium (fungi). No further information was provided or is expected as this complaint is associated with a litigation.